Event description:
It was reported that the lead was capped and replaced due to oversensing of noise as seen on the egm. The noise could be reproduced when the patient moved his left arm and shoulder.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.